Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Failure event observed during analysis. A partial lead (only connector portion) was returned in one piece measuring 10.2 cm at the outer insulation. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil at 5.7 to 6.1 cm from the connector pin. The cause of the external insulation abrasion is consistent with friction to the device can. All other damage found was sustained during the surgical procedure.

Event description:
This report is to advise of an event observed during analysis.